Event description:
Additional information received via email. The issue occurred prior to patient use in respiratory therapy office. No adverse patient effects were reported by the customer. Event occurred 04-may-2023.

Manufacturer narrative:
One device was received for investigation. The device was received with a broken gas supply indicator. Per visual inspection, the reported complaint is confirmed. The root cause is impact to the device. The gas supply indicator will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the gas supply indicator was broken. Patient involvement unknown.